Manufacturer narrative:
The precision cartridge blade subject to this investigation was returned for eval. It was visually confirmed that the distal end of one rod from within the cartridge was broken. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee surgical procedure the blade broke. It was also reported that there was no pt injury and there was no delay as a result of this event.